Event description:
Acct reports leaking of the t-connectors at the "y". Device was being used with an infusion pump. Set change only intervention and is considered a nursing intervention. Acct states incident occurred in a pediatric setting with no injury or med intervention required.